Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulator quit working and it is charged. This started 3-4 weeks prior to the report, confirmed as (B)(6) of 2018. The patient was waiting to hear back from his health care provider office. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was reported. No symptoms or complications were reported.